Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that during this device follow up the battery longevity was at 4.5 years remaining, while at a previous check in 2021 the battery showed seven years remaining. No adverse patient effects were reported. Premature battery depletion was alleged. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that during this device follow up the battery longevity was at 4.5 years remaining, while at a previous check in 2021 the battery showed seven years remaining. No adverse patient effects were reported. Premature battery depletion was alleged. A review of the device data by engineering confirmed that the device appears to be depleting normally, and the power consumption has been elevated since the patient has developed atrial fibrillation. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event. This report is being filed to update the additional manufacturers narrative.

Event description:
It was reported that during this device follow up the battery longevity was at 4.5 years remaining, while at a previous check in 2021 the battery showed seven years remaining. Premature battery depletion was alleged. A review of the device data by engineering confirmed that the device appears to be depleting normally, and the power consumption has been elevated since the patient has developed atrial fibrillation. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that during this device follow up the battery longevity was at 4.5 years remaining, while at a previous check in 2021 the battery showed seven years remaining. No adverse patient effects were reported. Premature battery depletion was alleged. A review of the device data by engineering confirmed that the device appears to be depleting normally, and the power consumption has been elevated since the patient has developed atrial fibrillation. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the explant date.

Event description:
It was reported that during this device follow up the battery longevity was at 4.5 years remaining, while at a previous check in 2021 the battery showed seven years remaining. No adverse patient effects were reported. Premature battery depletion was alleged. A review of the device data by engineering confirmed that the device appears to be depleting normally, and the power consumption has been elevated since the patient has developed atrial fibrillation. The device was explanted and returned. No additional adverse patient effects were reported.

Event description:
It was reported that during this device follow up the battery longevity was at 4.5 years remaining, while at a previous check in 2021 the battery showed seven years remaining. No adverse patient effects were reported. Premature battery depletion was alleged. A review of the device data by engineering confirmed that the device appears to be depleting normally, and the power consumption has been elevated since the patient has developed atrial fibrillation. The device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event. This report is being filed to update the additional manufacturers narrative.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time.

Event description:
It was reported that during this device follow up the battery longevity was at 4.5 years remaining, while at a previous check in 2021 the battery showed seven years remaining. No adverse patient effects were reported. Premature battery depletion was alleged. A review of the device data by engineering confirmed that the device appears to be depleting normally, and the power consumption has been elevated since the patient has developed atrial fibrillation. The device was explanted and returned. No additional adverse patient effects were reported.